Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered.

Event description:
The customer initially called regarding a high reading on her meter. During the call, while viewing the meter memory, the customer stated some readings from may were missing. The date was not correct in the meter but she has not changed it at any point. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to her.